Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the device cut wire had broken; no part of the cut wire fell into the patient. The procedure completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Evaluation of the returned device found that the exposed cut wire was broken near the proximal pierce hole. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The cut wire broke at approximately 17 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the broken cut wire is likely to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patient identifier, patient age, date of birth, and weight are unknown. Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device cut wire had broken; no part of the cut wire fell into the patient. The procedure completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.